Event description:
Customer returned the device for annual examination with no reported malfunction. There is no patient involvement and no harm reported to any patient. Upon evaluation of the device, it was observed that there is presence of foreign material on the distal end. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material on the distal end as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material on the distal end. This is attributed to insufficient cleaning. Other observations for the device: up/down knob is damaged; air/water and suction cylinder are discolored; switch box has a dent; light guide lens is cracked; forceps elevator l-arm is corroded; distal end is shaved; and connecting tube has buckles and a cut. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event." Olympus will continue to monitor field performance for this device.